Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 23-40¿s mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, the customer is very insulin sensitive resulting in low bgs. Customer alleged no issues with the pump or supplies during these events. Juice or a snack was consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.